Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on his aviva meter, compared to granddaughter¿s aviva meter, within 10 minutes: 351 mg/dl (customer¿s aviva meter) (system 1) and 208 mg/dl, 141 mg/dl, and hi (>600 mg/dl) on granddaughter¿s aviva meter (system 2). The exact same vial of test strips was used when testing on both meters. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.